Event description:
It was reported that the patient saw a new doctor on (B)(6) 2013. The doctor looked at a fluoroscopy image. The doctor was almost positive that the catheter had slipped out of the spine. The patient stated ¿my back is killing me and flushing¿. The patient started to notice changes about 3 weeks ago. The patient had no falls or trauma. The patient was being scheduled for a dye study in (B)(6) and then surgery; they were waiting on insurance approval. The patient was concerned about the medication not going to the right place and wanted it done sooner. The patient was also concerned about the lack of urgency and having to wait another month for diagnostic testing when the doctor had already told her that it looked very likely that the catheter had slipped out. The pump was delivering clonidine and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).